Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. The foil was in a crumpled condition showing a visible crack at the bottom of the foil. It could not be determined when this crack was formed or why the foil has this crumpled appearance. Upon delivery our products are not in this condition. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hip surgery on an unknown date. After about 20 days, the surgical site had dermal suffering. There was a laceration with ulceration and a staphylococcus infection. The patient was given a specific antibiotic therapy. Additional information was requested.